Manufacturer narrative:
Correction: per the clinic, the patient experienced migration of the receiver/stimulator unit, not the magnet as previously reported. Subsequently on (B)(6) 2016, the device was explanted. Correction was made to device codes. This report is filed june 30, 2016. The device is not available for analysis.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient's internal magnet became dislodged (date not reported). The implanted device remains.